Manufacturer narrative:
(B)(4).

Event description:
It was reported that either no movement or very slow movement of the pt's drug was suspected. The pump logs did not indicate any problems. A (B)(6) study was planned. The type of drug being delivered by the pump was not reported, nor was the pt's status/outcome. Add'l info has been requested, but was not available as of the date of this report.